Event description:
Caller reported blood glucose results of 5.0 mmol/l on mobile system, 2.8 mmol/l on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is aviva nano system.